Event description:
It was reported that the 2600 system keyboard was making a ticking sound and sometimes locks up.

Manufacturer narrative:
The service rep replaced the workstation power supply 1 supply.